Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 92 months ago. Aneurysm and vessel morphology from the time of implant were not reported. The pt presented emergently with a ruptured aneurysm. The stent graft has migrated 15mm resulting in a type I endoleak. The aortic neck had dilated to 32 mm in diameter. There was also a transitional distal type 1 endoleak on the left side at a junction between the iliac limb and the bifurcated stent graft. The physician elected to place an aortic cuff proximally to the bifurcated stent graft resolving the migration and the proximal type 1 endoleak. Additionally an iliac limb was implanted distally to reline the junctional leak with the extension limb. The stent grafts were ballooned proximally and distally and all the endoleaks were resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Secondary intervention. Evaluation: results: endoleak, ruptured aneurysm, migration. Disease progression and aortic neck dilatation. Conclusion: disease progression and aortic neck dilatation.